Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01082. It was reported the patient¿s leads migrated, as confirmed via x-rays. During the procedure, the physician attempted to reposition the leads, but was unsuccessful in placement that would provide effective therapy. As a result, the leads were explanted.